Event description:
Patient dislocated and surgeon wanted to revise.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding disassociated constrained liner involving a trident 0 deg constrained insert 22e was reported. The event was confirmed. Medical records received and evaluation: insufficient medical records were provided for a medical review. The disassociated liner was able to be confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as clinical history, indication for revision, operative reports, and the reported device is needed to complete the investigation for determining the root cause.

Event description:
Patient dislocated and surgeon wanted to revise.